Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be re-evaluated when analysis is completed.

Event description:
Boston scientific received information that this system was exhibiting a gradual increase in pacing impedance measurements on the right ventricular (rv) channel. Sensing and threshold measurements were stable and no noise was observed. One year later, threshold measurements had increased and impedance measurements had exceeded 2000 ohms. A revision procedure was performed and this device was removed from service and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.